Event description:
The customer reported that the system locked up during a case and would not fluoro. Another system was brought in to finish the case.

Manufacturer narrative:
(B) (4). The ge service rep found a broken video cable in high voltage cable assembly. He replaced the high voltage cable assembly and tested the unit. The system performs as intended.